Manufacturer narrative:
Evaluation results and conclusion: (revascularization). (B)(4).

Event description:
An amphirion deep balloon was used for treatment of the tibial artery. Approximately 4 months later, due to an infected right toe, a revascularization of the tibial artery was carried out with an amphirion deep balloon. Investigator has indicted the event was not related to the study device or procedure. Outcome reported as on-going. Approximately 22 months post the index procedure amputation of the right toe was carried out. The investigator has indicated that the event is not related to the study device or procedure. Patient outcome resolved.

Manufacturer narrative:
Correction to previously reported information: event date was (B)(6) 2013, not (B)(6) 2011 as previously reported. The amputation of the right toe was carried out approximately 4.5 months post index procedure, not 22 months as previously reported. The non healing wound on the right toe occurred approximately 19 months post index procedure, not 36 months as previously reported. Additional info received: the previously reported event ((B)(6) 2013) of revascularisation to the tibial artery due to an infected right toe is reported as resolved.

Manufacturer narrative:
It was reported that the (B)(4) have adjudicated that the previously reported non healing wound on the right toe approximately 36 months post index procedure was not related to the index procedure but unlikely related to the study device. Patient's medical history includes carotid artery disease, previous carotid revasc with pca and stent. Patient has documented chronic critical limb ischemia (cli) in the target limb prior to study procedure.

Event description:
Outcome of the previously reported non healing wound on the right toe approximately 36 months post index procedure is resolved.

Manufacturer narrative:
Inherent risk of procedure ¿ (revascularization) (B)(4).

Event description:
Approximately 36 months post index procedure, the patient experienced a non healing wound on the right toe which was treated with tlr, wound care, antibiotics and amputation of the right toe (3rd). Investigator assessed that the event was not related to the study device. It is reported that the patient was treated with an ampherion deep standard pta balloon catheter during the tlr. It is reported that the event is ongoing.